Manufacturer narrative:
Investigation summary: the customer reported a leak was observed between the bag and tubing during prep. No patient involvement. A device history record review was unable to be completed due to the lot number of the reported device being unknown. One (1) sample was returned for evaluation. Visual inspection and functional testing performed confirmed the reported failure of leak between the bag and the tubing. The root cause is determined to be manufacturing/process related and a corrective action has been initiated to replace the rf sealing machine. No further action is required at this time. This device issue will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a leakage occurred from the interface between the tube and the bag during prep. There was no patient harm.